Manufacturer narrative:
Product complaint # (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00216. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the tip of an enterprise2 4mmx16mm no tip (enf401600, 11058018) was too stiff. The physician felt strong resistance during the advancement of the enterprise through the distal part of the prowler select plus microcatheter (product/lot number unknown). Finally, the physician changed same-like product, and the procedure was done well. It was noted that the patient¿s pressure was too low, therefore, it was mandatory to end the procedure fast.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, the tip of an enterprise2 4mmx16mm no tip (enf401600, 11058018) was too stiff. The physician felt strong resistance during the advancement of the enterprise through the distal part of the prowler select plus microcatheter (product/lot number unknown). Finally, the physician changed to a same-like product, and the procedure was done well. It was noted that the patient¿s pressure was too low, therefore, it was mandatory to end the procedure fast. No additional information is available. The device was discarded; therefore, no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿resistance/friction¿ could not be confirmed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.